Manufacturer narrative:
Supplemental to update codes, (B)(4) no longer applies .

Event description:
Additional information received from the healthcare professional (hcp) reported that there was no unusual difficulty with the implanting of the lead, the lead placement was considered routine. The hcp noted that they removed the lead per the patient's request 24 hours earlier than planned. The hcp stated that the patient had greater pain in the right than the left pre-implant.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported when the trial lead was placed the physician had a difficult time implanting the lead and it moved towards the right. During and after the procedure the patient had a lot of pain, including at the incision site, and following the procedure they couldn't step down with their foot. It was noted the trial was for lower back and right leg pain.